Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 15 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was evaluated. The recorded iegms demonstrated a correct device behavior with regard to the therapy functions of the ICD. However, the data revealed an intermittent high current consumption during the time period between (B)(6) 2013. In the next step the ICD was subjected to an electrical inspection. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The current consumption of the ICD was measured revealing no anomalies. All measured data was found to be normal and as expected. Therefore, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. The electronic module was attached to an external power supply and subsequently analyzed. In addition, a long-term pacing test was performed,while monitoring the current consumption of the electronic module. During the thorough analysis no indication for a device malfunction was found, in particular the current consumption of the device was normal and as expected throughout all measured data. In summary, despite a thorough analysis of the electronic module no conclusion could be drawn regarding the root cause for the temporary high current consumption. Considering the amount of charge taken from the battery, the battery status was found to be anticipated. The ICD was fully capable to deliver therapies while it was implanted and inservice.

Event description:
This device was explanted and replaced due to eri. Should additional information become available, this file will be updated.